Event description:
It was reported that the customer experienced a blurry display. He states that there is a shading over the words that is causing him difficulty in seeing the screen. He stated that the insulin pump was dropped. The customer's blood glucose levels are 135 mg/dl. Customer is using an energizer aaa alkaline battery. Nothing further reported.

Manufacturer narrative:
No missing segments or fsd noted during visual inspection. However, moisture damage was noted on lcd board and motor assembly. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.